Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer called to report previously reported they were unable to read parts of insulin pump screen as it appears there was some liquid substance under the display. Customer stated the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.